Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned and the reported balloon rupture was confirmed. The reported resistance could not be confirmed as it was based on case circumstances. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a lesion located in the mildly tortuous, heavily calcified superficial femoral artery. Resistance was felt during advancement of the 4.0x20 mm fox sv balloon catheter to the lesion due to the heavily calcified lesion. The balloon ruptured during the first inflation at 20 atmospheres. The procedure was completed using a new fox sv. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.